Event description:
The explanted devices were received by the manufacturer. Product analysis (pa) was completed on the generator. The returned high impedance was not found to be a generator problem. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Various electrical loads were connected to the generator and the impedance measurements were verified to be accurate. While the alleged ¿increased seizures¿ was outside the scope of the pa lab, proper vns function was verified. The generator output was monitored for >24 hours and there was no variation in the delivered output. There were no performance, or any other type of adverse condition found with the pulse generator. Pa has not been completed on the suspect lead to date. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the suspect lead. The reported ¿lead fracture¿ was verified in the returned lead portions. A break was identified in the negative coil past the end of the electrode bifurcation. The coil break location showed evidence of pitting. Setscrew marks on the connector pin showed evidence of proper pin insertion at one time. Pitting was also noted on the connector pin surface. Abraded openings were noted in the outer tubing. The dried remnants of body fluids were found in the inner and outer tubing, with no obvious point of entry apart from the abraded openings and cut ends. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was reported that high impedance was seen on a system diagnostics test. X-rays were ordered and reviewed by the neuro, who did not note any obvious incomplete pin insertion. The x-rays have not been reviewed by the manufacturer to date. The patient went to the ER due to increased seizures. The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date.